Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump got broken at the insulin compartment with clear ring at the top fell off and reservoir may not be able to lock inside. The customer's blood glucose value was unknown. The device will not be returned for analysis.